Event description:
A "replace sensor" error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain glucose readings. As a result, the customer experienced a seizure. Customer was however able to self-treat with juice for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Performed a visual inspection on the returned sensor patch and no issue was observed. Sensor data was extracted and observed to be returned in sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with esa (early sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed due to esa (early sensor attenuation). An extended investigation has been performed for the reported complaint. The device history records (DHR) for the libre sensor and sensor kit were reviewed, the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.